Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) called in to inquire about an implantable cardioverter defibrillator (ICD) feature and then indicated that in some episodes there is a pause in v-v timing that preceded the patient going into ventricular tachycardia (vt). The ahp stated that they thought the pauses led to the vt episodes. The device remains in use. No further patient complications have been reported as a result of this event.